Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) clogged. The following information was provided by the initial reporter: failure: flow issue ¿ occlusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) clogged. The following information was provided by the initial reporter: failure: flow issue ¿ occlusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10-mar-2023. H6: investigation summary: two samples of mfs141 and one concomitant sample of 72213n were received for quality investigation. The customer complaint of flow issues - fluid blockage was verified by inspection. The sample 72213n was primed and examined for any damage or flow issues. There were no issues with the 72213n submitted. The 72213n was then connected to the first sample of the mfs141 valve, and it did not allow for fluid flow through the assembly. The first sample of mfs141 was then removed and the second sample was connected to the 72213n set. The second sample of mfs141 did not allow fluid flow through the assembly as well. There were no other issues of leakage or air in line. A device history record review for model mfs141, lot number: 22039077 was performed. A quality notifications was issued for the failure mode reported by the customer for the production build of this set. The root cause for the issue is the failure of the flow control valve assembly to allow fluid flow.